Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete

Event description:
It was reported during surgery that the unit has the pressure fluttering error and need to be returned to service to upgrade the software. There is no harm or delay reported. The pressure was set to 250mmhg, 350mmhg. The pressure reading fluctuated 15-40mmhg from the set pressure throughout procedures on all devices. All devices were plugged in to hospital grade outlets during use. Due diligence is complete.

Event description:
There is no additional information available.

Manufacturer narrative:
Review of the most recent repair record determined the device pressure was fluttering. The pcb was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends